Event description:
It was reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a faulty interconnect cable. A new cable was placed on order, but has not yet been received. A final evaluation will be performed after receipt and installation of the new cable.